Manufacturer narrative:
Per the clinic, the patient experienced skin overgrowth at the abutment site in (B)(6) 2018 and subsequently underwent skin revision. In (B)(6) 2018, the patient was administered a topical antibiotic for persistent soreness at the abutment site. In (B)(6) 2018 the patient was prescribed a 6 week course of antibiotics and the patient will continue to be clinically managed by the health care provider.

Manufacturer narrative:
This report is submitted on july 16, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced persistent infection resulting in the administration of topical antibiotics (date not reported). The patient is being clinically managed by the health care provider.